Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
The patient reported they just had a pocket revision. The pump ¿came out of the pocket and wrapped around itself 3-4 months ago¿. The pump was used to deliver bupivacaine, clonidine and a 3rd drug which the patient believed was morphine but was not sure. No patient symptoms or outcome reported. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.